Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced three no delivery alarms during bolus. The customer stated that he tried to deliver insulin when not connected and that there was no alarm. However, when he reconnected the tubing to the cannula, the insulin pump alarmed no delivery again. Explained that the customer was using the wrong set for his body type. Advised to contact their healthcare provider to discuss alternative insertion sites.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.